Event description:
During pt treatment the 3100a "shut down and lost power" with alarms activated. The pt was placed on another 3100a without compromise. Further eval by the user found no problems with the 3100a as it was operated continuously off-patient for 4 days without any failures.